Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 29, 2026, senseonics was made aware of a sensor that broke during removal. According to the healthcare provider, the implanted sensor, which had been placed in the user's right arm, fractured into two pieces during removal. The procedure lasted approximately 20 minutes, and all fragments were successfully retrieved and retained for investigation. The user reported feeling okay following the incident. Device records confirmed the user is currently using an updated system with a new sensor.